Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of blue/green discoloration on the white power cable of the system controller was confirmed via the submitted image. The submitted image revealed a green substance consistent with fluid ingress on the white power cable near the connector nut. The provided information indicated the system controller was exchanged. Multiple attempts were made to obtain additional information regarding available log files, patient symptoms due to the system controller exchange, and if any product will be returned; however, no additional information was provided and to date, no product has been returned for further analysis. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 2, entitled ¿system operations¿, instructs the user to not submerge the system controller in water or liquid and to keep the system controller power cables away from any liquid as well. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including the system controller power cables. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a mysterious blue/green discoloration at their white power cable connection. They did not have any alarms or evidence of pump malfunction. The system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of blue/green discoloration on the white power cable of the system controller was confirmed via the submitted images. The submitted images revealed damage to the connector side strain relief on the white power cable and a green substance, consistent with fluid ingress, was noted at the site of damage. The green substance was also observed on the white power cable connector. The provided information indicated the system controller was exchanged. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed, and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instruction for use was available for use at the time of the event. Section 2, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. This section also instructs the user to not submerge the system controller in water or liquid and to keep the system controller power cables away from any liquid as well. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including the system controller power cables. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event